Manufacturer narrative:
Insulin pump received with blank display due to broken solder joint on interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test or verify off no power alarm due to blank display. Pump had severely scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was unknown. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.